Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Detailed analysis showed that the helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. This supplemental is being filed to correct e. Initial reporter/ e1 inital reporter facility name and h. Device manufacturers only/h6 patient code and patient code description. Upon receipt at our post market quality assurance laboratory, a complete lead was returned with helix retracted. Helix mechanism was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Further, this lead passed testing, the lead tip and helix appears intact.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically explanted and a new rv lead was placed. No additional adverse patient effects were reported. Additional information indicated that a wire was noted in the patient's subclavian vessel, in close proximity to this lead, possibly due to inadvertent shearing off from the introducer during the previous procedure. There was no other information provided. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically explanted and a new rv lead was placed. No additional adverse patient effects were reported. Additional information indicated that a wire was noted in the patient's subclavian vessel, in close proximity to this lead, possibly due to inadvertent shearing off from the introducer during the previous procedure. There was no other information provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Detailed analysis showed that the helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. This supplemental is being filed to correct e. Initial reporter/ e1 inital reporter facility name and h. Device manufacturers only/h6 patient code and patient code description.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Detailed analysis showed that the helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically explanted and a new rv lead was placed. No additional adverse patient effects were reported. Additional information indicated that a wire was noted in the patient's subclavian vessel, in close proximity to this lead, possibly due to inadvertent shearing off from the introducer during the previous procedure. There was no other information provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically explanted and a new rv lead was placed. No additional adverse patient effects were reported.